Manufacturer narrative:
The UDI for the dryseal sheath is not available since the device lot number is unavailable. A review of the manufacturing records for the gore® dryseal flex introducer sheath was not possible since the lot/serial numbers were unavailable. The gore® dryseal flex introducer sheath instructions for use states, potential adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular repair of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses while using gore® dryseal flex introducer sheath. After all the devices were implanted and the dryseal flex sheath was removed, an angiography imaging identified a type iii endoleak originated from the junction of the gore® excluder® aaa contralateral leg endoprosthesis and gore® excluder® iliac branch component, and dissection of the right external iliac artery dissection. The stent (misago) was implanted to repair the dissection. The ballooning was performed to the junction site for repair of the type iii endoleak, but the type iii endoleak still remained. The physician decided to monitor it. It was reported it seemed no resistance when the sheath was advanced. The diameter of the right external iliac artery near the dissection site was approximately 7mm ¿ 7.5mm.